Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited noisy signals and pacing inhibition when a dialysis catheter was introduced.